Event description:
It was reported to philips that the system's c-arm was over-rotating beyond the limit. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was completed as planned, with the same system and it was possible to control by using table side operation (tso). The philips field service engineer (fse) inspected the system on-site and found that the bow was not stopping movement, even when the joystick was released. Upon troubleshooting, the fse assisted the customer in verifying the table side operation module (tso). The customer followed up to report that, after evaluating the movement joystick, damage was found to the liquid protection rubber of the tso. To resolve the issue, the fse replaced the geo module. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on a recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact and no delay on the completion of the procedure for the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.